Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an infiniti judkins right (jr) 4 100 cm diagnostic catheter had a vertical rigid hole stamp a few inches from the distal catheter tip. There was no reported patient injury. The device was pulled from the packaging by the hub. The device was stored and prepped according to the instructions for use (IFU), and inspected prior to use. The procedure was completed using a different catheter of the same caliber. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, an infiniti judkins right (jr) 4 100 cm diagnostic catheter had a vertical rigid hole stamp a few inches from the distal catheter tip. There was no reported patient injury. The device was pulled from the packaging by the hub. The device was stored and prepped according to the instructions for use (IFU) and inspected prior to use. The procedure was completed using a different catheter of the same caliber. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18462726 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿catheter (body/shaft) puncture/cut¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.